Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: the following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases. Deflation: patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope.

Event description:
Health professional reported left side "device leakage" and "patient's skin was wrinkle." Device has been explanted and replaced with a permanent implant.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, wear abrasion, and opening on shell. Leak test was performed which identified an opening on shell. Microanalysis identified one sharp opening on anterior side assessed as unidentified (tear) opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment was: sharp opening assessed as unidentified (tear) opening; the wrinkling condition that was indicated in the complaint was observed. Nevertheless, it is considered non-related to the manufacturing process, since the device was received out of their primary packaging and it is an explanted device.

Event description:
Health professional reported left side "device leakage" and "patient's skin was wrinkle." Device has been explanted and replaced with a permanent implant.